Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) unknown lot was performed by the review of customer¿s data and verification of complaints history. Customer reported positive results for n1 gene only with bd sars-cov-2 reagents for bd max system that were negative upon retest on the bd max¿ ct1945 and provided the database for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Database analysis show a total of 32 runs containing 57 positive results for the n1 gene only, when using the bd sars-cov-2 reagents for bd max¿ system. This database had been previously analyzed in another reagent complaint and no additional information was available or provided. Without more details, and without any sample identification, bd was unable to investigate the complaint. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Based on the data and information provided, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "covid run showed positiv results with n1pos/n2neg and low fluorescence - negative after repetition on the bd max ct1945."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "covid run showed positive results with n1pos/n2neg and low fluorescence - negative after repetition on the bd max ct1945."